Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the handset "spins forever" and takes forever to connect to the pump. When they first received it took about 5 mins but now it was up to about 18 mins. Agent assisted in clearing data and they connected to the pump and confirmed issues were resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.